Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident it was determined that the object reference not set to an instance of an object error was encountered on every medication the medication was blank and unable to open the drawer. The field service engineer fse confirmed that full height main drawers 2 3 and 4 were not detected on the bus. While attempting recovery the fse observed that several cubies needed to be deleted as they were not physically present on the tray. The fse successfully deleted the missing cubie which caused the error to clear and disappear. Other cubies were present however their lids were already broken. The fse released two cubies and advised the customer that replacement cubies were required. The customer acknowledged the recommendation. The issue was resolved. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the object reference was not set to an instance of an object error was encountered on every medication, the medication was blank and unable to open the drawer. The customer tried to reboot and recover the failure, but the issue remained unresolved. There were no delay, no adverse events or injuries reported based on this event.